Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable investigation result of balloon pinhole with an unknown type of procedure and anatomy location. Block h10: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon had a pinhole located approximately at 12 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes that the returned device had a balloon pinhole that could have been interpreted by the customer as the reported event of balloon failure to inflate. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 12 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on an unknown date. During the procedure, the balloon could not maintain pressure. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of a balloon pinhole with an unknown procedure type and anatomy location and is being reported as the pinhole may have occurred in the esophagus. Please see block h10 for full investigation details. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.